Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016, it was reported that the patient inserted a device but on first use the buttons were locked and the device would not inject a dose of insulin. The patient confirmed that she filled the device and followed instructions correctly. The patient removed the device and inserted a new device. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.